Manufacturer narrative:
Omit : a0401 - break (1069), a040502 - corroded (1131), g02017 - electrical port, c07 - mechanical problem identified, d01 - cause traced to device design, remedial action required, remedial action #. Additional information : imdrf annex a, g, c, d codes.

Event description:
It was reported that on 12 december 2023, remifentanil, contained in a syringe, was set up to infuse via pump module using bd syringe adaptor set. The device was reportedly placed on ¿indefinite pause¿; however, it was found that the ¿ syringe emptied onto the floor before even connecting to the patient.¿ the issue occurred in the operating room. This was reported to bd representative during their site visit. There was no patient involvement.

Manufacturer narrative:
Omit : b17 - device not returned, c20 - no findings available. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that on (B)(6) 2023, remifentanil, contained in a syringe, was set up to infuse via pump module using bd syringe adaptor set. The device was reportedly placed on ¿indefinite pause¿; however, it was found that the ¿ syringe emptied onto the floor before even connecting to the patient.¿ the issue occurred in the operating room. This was reported to bd representative during their site visit. There was no patient involvement.

Event description:
It was reported that on 12 december 2023, remifentanil, contained in a syringe, was set up to infuse via pump module using bd syringe adaptor set. The device was reportedly placed on ¿indefinite pause¿; however, it was found that the ¿ syringe emptied onto the floor before even connecting to the patient.¿ the issue occurred in the operating room. This was reported to bd representative during their site visit. There was no patient involvement.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : no devices received, log review only.